Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported to the company representative (rep) that the patient has been operated on three times for exposed deep brain stimulation (dbs) leads in the chest: 2010, 2012, and 2015. The hcp wanted information on a solution for frequent rejection of dbs leads. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.